Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a recurrent staphylococcus aureus infection. The user received antibiotics. Necrosis of the skin covering the stimulator was seen. The stimulator housing was exposed. Explantation took place on (B)(6) 2017.

Manufacturer narrative:
According to the received information from the field, the recipient was explanted due to a recurrent staphylococcus aureus infection over the implant site, which likely led to skin necrosis. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. Despite several requests, the device has not been returned for investigational purposes to the manufacturer yet. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The user suffered from a recurrent staphylococcus aureus infection. Explantation took place on (B)(6) 2017.